Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, error message did not recur, and caller successfully started new sensor session, with no additional information received regarding further outcome.